Event description:
Description: I am a doctorally prepared nurse practioner. I use clear care contact lens cleaner. While away, I forgot my special lens holder and placed my lenses in cups with clear care. Even though I read the label of the clear care, I did not realize that the special lens case neutralizes the hydrogen peroxide. Nowhere on the bottle I have does it say that. The pain I am experiencing is way beyond "burning and stinging", and it is 8 hours later. This poor labeling should be illegal. Dnp, crnp. Where did the error occur: community. When and how was error discovered: immediately in severe pain. Pt counseling provided: unk. (B)(4).